Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the past couple of weeks has noticed that patient's tremors have been a little worse than before. Caller said that they were trying to connect to the handset to check the status of the implant however said that the communicator wasn't connecting to the therapy app. When caller attempted to connect received the message to place communicator over the implant and was able to successfully connect to implant. It was determined that therapy was off. With instruction, caller successfully turned therapy on. When asked, caller said that the patient doesn't know how to use the handset and communicator., so they don't know how or when therapy was turned off. Caller confirmed implanted battery at 100%. The troubleshooting steps that were taken on the call resolved the issue. Patient will maintain stimulation level and will continue to track symptoms.